Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer filled the cartridge with 300 units and noticed insulin leaking from the septum. Customer's blood glucose level was 530 mg/dl. The customer administered manual injections. Reportedly, the customer loaded a new cartridge.